Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all delivery. There was no impact to the customer's blood glucose level at the time of this malfunction, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, later that day a malfunction alarm occurred again and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (270 mg/dl) as the customer was using the pump for insulin therapy. They customer delivered a manual injection for correction to bg level. It was indicated that the customer had manual injections as alternate insulin therapy.